Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient's blood glucose reading was as high as 600 mg/dl with symptom of diabetic ketoacidosis. Reportedly, the patient was taken to the hospital and received unspecified treatments provided by the medical professionals at the hospital. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that there was an inaccurate delivery issue with the pump. Review of the basal history showed that they were as programmed. However, review of the total daily dose revealed that the customer had made changes to the basal program and the total basal delivery no longer matched what was programmed. The reporter was referred to consult with health care provider for diabetes management. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the customer had made changes to the basal program.

Manufacturer narrative:
Follow-up #1: date of submission 9/28/2016 device evaluation: the device has been returned and evaluated attempted by product analysis on 09/01/2016 with the following findings: the black box contains dates from 8/5/2016 to 8/16/2016. Black box and histories for the event on (B)(6) 2015 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Testing was unable to complete investigation due to blank display (see (B)(4)). 2531779-2016-22330 . (B)(4).